Event description:
A respiratory therapist (rt) reported that the patient's saturation was in the low 80% range. The rt reported the monitor's set low saturation alert limit was set at 90%. The rt reported the monitor's visual alert was flashing but the audio alert did not sound. The rt reported the patient's saturation episode was corrected and there was no patient harm. The rt was not certain if the alert continued to flash after the episode was corrected, or if the 2 minute silence or mute function had been activated. The monitor was removed from use.